Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/29/2016 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment at the seal. The battery cap was able to fit securely and to maintain an electrical connection. There was moisture corrosion observed on the display screen inside the pump. A leak test was performed and a battery compartment leak and damaged case leak were found. The pump¿s case was observed to be cracked between the lens and the seal at the lower right corner. During testing, the pump powered on with auditory function but no vibratory function; the display screen was blank. Further testing was not able to be performed due to the blank display. The pump¿s cover was removed and moisture corrosion was found to the display screen, the power printed circuit board, rf module and to the vibration circuit. The original complaint of no power was not able to be adequately investigated due to the unrelated blank display issue.